Event description:
Making sure it stays together. The soft plastic separated from the hard plastic after a mere two weeks! What a disappointment! How will this last me six months? Lot: 005258.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.